Manufacturer narrative:
The complaint of leakage on the 140159291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 13547490 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. It was reported at 2pm <5 minutes into normal saline flush line leaked and they needed to hang a new line. Leaked at filter. The event was noted during use on patient. Someone became aware of the issue when fluid was leaking from the filter. The product is not contaminated or did not contain biohazard or chemotherapeutic agent. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, with delay in therapy, no adverse event and no one was harmed as a result of the reported event.